Manufacturer narrative:
Additional information: d10

Event description:
The battery housing had a fractured weld while being received at the manufacturer facility. There were no adverse consequences related to this event.

Event description:
The battery housing had a fractured weld while being received at the manufacturer facility. There were no adverse consequences related to this event.